Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 21019212.

Event description:
It was reported that the patient had infection at the ipg and lead site with symptoms of severe pain. The physician believed it was device or procedure related. The patient underwent a procedure wherein the ipg and leads were explanted, and the incision sites were flushed with antibiotics. The patient was doing well postoperatively and was placed on intravenous antibiotics.